Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seals are being removed from the package with the "burrito" situated in such a way that the edges fold inwards upon themselves without overlapping. The heartstring seals cannot be configured properly for use. Replacement heartstring seals were used to complete the procedures. The hospital did not report any patient complications. These 10 heartstring seals were used on 2 different cases; however, it could not be identify which case the seals belong to. All 20 heartstring seals are documented under one rga.

Manufacturer narrative:
Investigation results: as received, the seal was positioned within the loader window, outside of the delivery tube with the delivery tube attached to the loader device. The tension spring assembly was partially outside of delivery tube. It was observed that the seal was misshaped by the delivery tube contact. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.